Event description:
It was reported that this patient received an inappropriate shock one week post implant of this subcutaneous implantable cardioverter defibrillator (s-ICD). The inappropriate shock was due to a change in morphology/amplitude variation with larger r-wave measurements. Some noise was noted which was very small in comparison to the varying r-waves. Automatic setup was performed, and secondary vector passed; however, primary and alternate vectors failed automatic setup. Primary vector passed with the patient in a sitting position, but small amplitudes and undersensing were observed in alternate vector. A boston scientific technical services consultant suggested elevated rate testing in primary vector. The patient performed squats and jogged in place and sensing was appropriate in primary vector. Therefore, the device was programmed to primary vector with smart pass on and the rate cut offs were increased. The physician communicated to the patient that implant of a transvenous system may be necessary if another inappropriate shock occurs or if the patient's reported pain doesn't improve. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received an inappropriate shock one week post implant of this subcutaneous implantable cardioverter defibrillator (s-ICD). The inappropriate shock was due to a change in morphology/amplitude variation with larger r-wave measurements. Some noise was noted which was very small in comparison to the varying r-waves. Automatic setup was performed, and secondary vector passed; however, primary and alternate vectors failed automatic setup. Primary vector passed with the patient in a sitting position, but small amplitudes and undersensing were observed in alternate vector. A boston scientific technical services consultant suggested elevated rate testing in primary vector. The patient performed squats and jogged in place and sensing was appropriate in primary vector. Therefore, the device was programmed to primary vector with smart pass on and the rate cut offs were increased. The physician communicated to the patient that implant of a transvenous system may be necessary if another inappropriate shock occurs or if the patient's reported pain doesn't improve. No adverse patient effects were reported. Additional information was received that smart pass was disabled due to small amplitude measurements and an untreated episode was noted. A boston scientific technical services consultant discussed attempting to perform automatic setup again and try to re-enable smart pass. The reported clinical observations were documented, and the system remains implanted. No adverse patient effects were reported.